Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub - holder separation was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of hub - holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "signal eclipse needle separating from holder."